Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. An examination of the returned device identified that the balloon folds were tightly folded. All blades were present and fully bonded to the balloon surface. A visual and microscopic examination of the balloon identified no holes or tears in the balloon material. The shaft was also visually and microscopically examined with no holes or tears identified. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube break 851mm distal from strain relief. Multiple hypotube kinks were also identified. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed, 15mm x 2.75mm target lesion was located in the severely tortuous and severely calcified proximal end of the left coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured under the normal pressure. The device was removed within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed, 15mm x 2.75mm target lesion was located in the severely tortuous and severely calcified proximal end of the left coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured under the normal pressure. The device was removed within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.